Event description:
The customer reported that the pump unexpectedly displayed a reset screen, which did not require plugging into a power source to restart. There was no adverse impact to the customer's blood glucose level as a result of this incident. Technical support explained to the customer that the pump reset one of its microprocessors as part of a routine performance check, which is a built-in safety feature. The customer was informed about the necessary steps to follow after a reset, including restarting dexcom cgm sessions and reloading cartridges. The customer understood the explanation and successfully resumed insulin delivery.